Event description:
It was reported that there was a minicap with a dry sponge. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 11/04/2014 - 11/11/2014. The device and a companion sample were received for evaluation. Visual inspection of both the actual device and companion sample did not identify any abnormalities that could have contributed to the reported condition. The companion sample was functionally tested with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.